Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture baker grade and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported painful capsular contracture (baker grade IV),"devices folded and with minimal adjacent liquid". Additionally, "linfoid cells present cd30 negative" was reported; this event is not device related. The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported painful capsular contracture (baker grade IV),"devices folded and with minimal adjacent liquid". Additionally, "linfoid cells present cd30 negative" was reported; this event is not device related. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation and white particle in the shell . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported painful capsular contracture (baker grade IV),"devices folded and with minimal adjacent liquid". Additionally, "linfoid cells present cd30 negative" was reported; this event is not device related. The device has been explanted. This record relates to the left side.